Manufacturer narrative:
(B)(4). Medical product: unknown tibial plate catalog#: ni, lot#: ni; unknown nexgen articular surface catalog#: ni, lot#: ni. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product was discarded by the medical facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-02605, 0001822565-2021-02606.

Event description:
It was reported that patient underwent revision because the articular surface post fractured which caused the posterior medial side of the poly to wear through the tibial plate and cause metallosis. Attempts were made and no further information was provided.

Event description:
No further event information available at time of this report.

Manufacturer narrative:
Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : see h10 narrative.